Manufacturer narrative:
The customer stated the lid was not securely on and the foil was punctured. The amount of leakage could not be determined from the information supplied by the customer. Bci customer technical support (cts) advised the customer to dispose of the damaged wash buffer bottle according to the lab's procedure. Replacement wash buffer was sent. No root cause could be determined for leaking bottle with the information supplied.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving a leakage from access wash buffer ii. One carton containing four 1950 ml bottles of access wash buffer ii was affected by the leaking bottle. There was no report of injury.